Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported.